Manufacturer narrative:
(B)(4). The three complaint chambers were returned to fisher & paykel healthcare's regional office in (B)(4), however, the devices were not forwarded to fisher & paykel healthcare (B)(4) for evaluation as the hospital advised that the chambers were contaminated and presented a risk of infection. Method: the hospital demonstrated the problem to staff from fisher & paykel healthcare's regional office at the hospital in (B)(6). An investigation was carried out based on observations made by our regional staff in (B)(4) during the demonstration as well as investigation of complaint devices that were previously returned by the complainant hospital (refer to manufacturer report number 9611451-2010-00789). Results: a fisher & paykel healthcare representative from (B)(4) reported that, during the hospital demonstration, they observed the sample chamber leaking, confirming the reported fault. A lot check revealed one similar complaint relating to fourteen complaint devices with lot number 100213. The similar complaint was reported by the same hospital in (B)(6) (manufacturer report number 9611451-2010-00789). Conclusion: based on our previous investigation, it is possible that there was insufficient glue applied between the connection of the feedset spike and the feedset tube of the complaint chambers, resulting in the development of a leak. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state: "perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." As part of our ongoing improvement initiatives, additional glue is now applied to the feedset spike during production. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that three mr290 autofeed humidification chambers were leaking from the water feedset tubing. No patient consequences were reported.